Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the device was not returned for evaluation, the root cause could not be determined. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. A supplemental report will be submitted if additional information is obtained. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was no image on the 4k autoclavable camera head prior to a unknown therapeutic procedure. The procedure was completed with a similar device (model number ch-s400-xz-ea). There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrections: g3 for 8010047-2022¿03409 should have been 11/3/2021. This report is being supplemented to provide information obtained from the customer and applicable corrections.

Event description:
Additional information was obtained from the customer. The procedure was a laparoscopy surgery. The procedure was completed with a similar device as the customer had additional cameras of the same technical characteristics. There was a 5 to 10 minute delay in the procedure and the patient was under general anesthesia at the time of the delay.